Event description:
Complainant alleged that the staff was attempting to monitor a patient (age and gender unknown) when the device would intermittently shut down within a couple of minutes of powering up. Changing the batteries in the device had no effect, and the alleged malfunction continued to occur. The staff was able to obtain another device to monitor the patient. There was no adverse effect on the patient as a result of the alleged malfunction.